Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem customer technical support (cts), an air bubble was observed in the luer lock. Cts assisted the customer with removing it. Insulin was observed exiting the infusion set tubing. The contact declined to complete the system check as the customer was sleeping.